Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the right eye, the patient experienced "night blindness" when driving at night, with lights that were "so intense" the patient was unable to see anything and barely made it home. The patient reported the on-coming headlights and streetlights had a glare with 7 rings around the lights. The patient reported being scared and unable to drive at night now due to not being able to see because of the lights. The patient loves the iol during the day and does not need to wear reading glasses. The patient reported there is "blurriness" to the right of the iol because "the lens doesn't cover the whole eyeball." The patient's doctor advised that more time is needed to see if the patient's issues improve. Through follow-up with the patient's doctor, it was reported that the patient's vision at one week post-op was 20/20 near and 20/25 distance. The doctor informed the patient that the eye still needs to adapt to the iol, which could be contributing to the increased glare. There were no medical or surgical intervention required and no patient injury. There is no planned interventions. The iol remains implanted in the eye. No further information is available.